Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer reported that she received false readings from sensors. Blood glucose level at the time of the incident was not provided. The customer declined troubleshooting. The insulin pump was not replaced or returned for anslysis.